Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting conducted during phone call indicated the pump was operating properly. Advised customer to change set, rotate site and monitor bgs.